Event description:
The customer reported that she had been experiencing high bg levels (specific readings were not provided, but are assumed to be greater than 250mg/dl) within the first day of activating a pod. She removed the pod in response to the high bg's and noticed that the "cannula never came out". The pod will not be returned for eval.

Manufacturer narrative:
The customer stated that the cannula had not deployed from the pod. This indicates that the needle mechanism possibly malfunctioned due to a damaged component. Since the pod was not returned for eval, however, no malfunction can be confirmed. The omnipod user guide instructs users to "check the infusion site after insertion" to ensure that the cannula is seated properly. If labeling instructions were properly followed, the user would have noticed that the cannula hadn't deployed (which would have been visible through the pod's viewing port) and would have immediately deactivated the device. The report indicated that the pod was worn up to 24 hours before it was removed. The user guide also advises users to check their blood glucose levels frequently so they're able to react quickly and appropriately to any issues.